Event description:
Rv capture threshold measurement 2.5v, programmed amplitude 2.5v, ( > 2.5v on (B)(6) 2023). Unable to obtain the patient weight, no verbal report. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).